Event description:
The patient contacted animas on (B)(6) 2012 and reported that the up and down arrow keypad buttons were sticking when pressed. No other information is available at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no lifting or damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive and required increased force to elicit a response. There was evidence of contamination found under all key contacts.